Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a high blood glucose reading of 600 mg/dl and possibly higher; treated with a manual injection. Customer stated that they received a new insulin pump the day before and had a medical professional set up the device. Customer stated that they woke up this morning with a high blood glucose level due to not receiving any insulin. The customer performed troubleshooting and was advised to monitor the insulin pump. Nothing was replaced or returned.